Manufacturer narrative:
Item not returned to us yet.

Event description:
Allegedly, the doctor was performing a turbt procedure when a piece of the loop broke off and fell into the patient. The doctor immediately retrieved it and the procedure completed with no injury to the patient. Patient condition post-op was good.